Event description:
Precipitation was noted in tubing after 24 hours of therapy of dialysate. The temperature plate was at 37 degrees. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of accusol. This investigation included analysis of product samples through a variety of laboratory techniques and simulated use testing. Through this investigation it has been determined that the reported white material is precipitation of calcium carbonates. Baxter has an active team working on improving the performance of the accusol product. The investigations have determined that the ph of the solution is the primary root cause of this problem. The higher the solution ph the more likely the formation of precipitates. To improve the performance of the product, baxter has focused on tighter control of the solution manufacturing process and reducing manufacturing variability to ensure reduced variation in solution ph. In addition, a revised specification for solution ph has been implemented and only batches that meet a revised ph limit of 7.3 are released. This is effective from august 2008. Baxter has worked with the relevant regulatory bodies on this subject and issued a caution in use notification to customers and hospitals outlining appropriate actions to take when precipitates are identified. Also, the direction insert for the product has been updated to provide additional user instructions.